Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise; there were no other electrical anomalies. The lead was capped. The patient tolerated the procedure well and will be followed normally.